Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the fill tubing step of the load process. Troubleshooting with tandem technical support was performed and cartridge was successfully loaded. Customer's blood glucose level was not impacted.